Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and the lead defibrillation superior vena cava (svc) conductor coil was fractured from being pulled/stretched/overstressed. It was also noted that the exposed svc coil was kinked/buckled and the distal end low voltage electrode had blood. It was also noted that the lead appeared damaged at implant. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead superior vena cava (svc) coil started to unravel during lead placement. The lead was unable to be removed from the sheath due to the svc coil. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.